Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, on (B)(6) 2015 the patient experienced wound dehiscence at the incisional site, resulting in exposure of the electrode. Subsequently on (B)(6) 2015, the patient was taken to the operating room for wound debridement and skin flap rotation; the patient was also prescribed oral antibiotics. On (B)(6) 2015, there was purulence and the wound had dehiscence again and oral antibiotics were continued. On (B)(6) 2015, the patient was taken to the operating room for wound debridement and the wound was irrigated with antibiotics. On (B)(6) 2016, the wound had dehiscence again resulting in the decision to explant the device. Subsequently on (B)(6) 2016, the device was explanted and oral antibiotics were continued.